Event description:
It was reported the system displayed a 'checking files system' error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sata cable, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.